Event description:
A cerebrospinal fluid (csf) leak was reported. Interventions included increasing the patient¿s fluid and caffeine intake on (B)(6) 2013. The patient¿s oral medication, fioricet, was adjusted and an epidural blood patch was performed on (B)(6) 2013. The event was related to the implant procedure. Signs and symptoms included headache. It was reported the patient resolved without sequelae on (B)(6) 2013. The pump was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).